Event description:
It was reported that the user received an occlusion alert while using a contact detach infusion set and, during inspection of the tubing, inadvertently removed the infusion set; the event was resolved following a guided supply change and no further assistance was required. Customer care provided assistance with supply change. Investigation of this case revealed that the occlusion condition cleared after replacement of infusion supplies and correct setup. No clinical symptoms associated with occlusion alarm notification reported. Outcomes included restoration of insulin delivery after the supply change with no reported medical intervention or hospitalization. It was concluded that the event was consistent with an infusion set occlusion that resolved with supply change, with no evidence of device malfunction.